Event description:
Five days post-triple valve replacement procedure, aortic valve failure was diagnosed by echocardiogram. The patient experienced a peak aortic valve gradient of 74 mmhg and 100 mmhg. The valve was explanted an unknown period of time postoperatively. At implant, a mechanical valve was implanted in the mitral position and a bioprosthesis was implanted in the tricuspid position.